Event description:
The customer reported that during a laparoscopic appendectomy, the surgeon reported there was more tissue sticking than usual and some small amount of bleeding even though an end tone, indicating a completed seal cycle, was heard. The surgeon just sealed again at those sites. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.